Event description:
A caller reported a cartridge alarm 30. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Although there were no previous reports of similar alarms with this pump serial number, the caller had experienced cartridge alarms with consecutive cartridges. Technical support confirmed this issue and decided to replace the pump. Reportedly, customer reverted to manual injections for insulin therapy.